Event description:
It was reported that: "after te heart surgery, the doctor used the ventilator to support the patient's breath in simv mode. During the treatment, the 'vte' was approx. 110ml more than the 'vt'. The patient's alveoli burst and the lungs was diagnosed with pneumothorax. The treatment of the hospital was indwelling chest cavity drainage tube. The patient could leave hospital now."

Manufacturer narrative:
Add'l info and a complete device maintenance test procedure were requested, but up to now no test result or relevant info was received. Further investigation results will be reported in a follow up report.